Event description:
It was reported from the first hill campus of the swedish cancer institute treatment center that the tubing had separated from the safety clamp. There were no adverse effects caused to the patient from the event.

Manufacturer narrative:
Correction: g5;d4. Additional info: d11.

Manufacturer narrative:
The customer¿s report that the tubing had separated from the safety clamp was confirmed to be a separation between the silicone segment and lower fitment. During visual inspection it was observed that the silicone segment was separated from the lower fitment at the pump segment. The ring retainer was not received with the set and a ring retainer indentation was not observed around the separated end of the silicone tubing segment. Functional testing could not be performed due to the separation and obvious leaking that would occur. The root cause of the silicone segment separation was identified as a manufacturing issue for the set¿s ring retainer not assembled onto the set during the assembly process due to cleaning procedures of the equipment and operator error.

Event description:
It was reported from the first hill campus of the swedish cancer institute treatment center that the tubing had separated from the safety clamp. There were no adverse effects caused to the patient from the event.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics were not provided.

Event description:
It was reported from (B)(6) center that the tubing had separated from the safety clamp. There were no adverse effects caused to the patient from the event.